Event description:
It was reported that a minimum fill notification intermittently occurred during the load sequence. A new cartridge was loaded to resolve the issue. There was no reported impact to the customer's blood glucose level.